Event description:
I've been reading and following up on a recent report of an infection called fusarium keratitis, which is associated with soft contact lens use and solution. The report states 109 cases of suspected fusarium keratitis are under investigation by cdc and public health authorities in 17 states of the u.s. I read over the described symtpoms and I feel I had this infection in may of 2003. My symptoms were, sensitivity to light, severe eye pain, redness , discharge. I made a visit to my pcp who then referred me to an ophthalmologist. A culture was taken of the infected area and discovered an unknown infection. The dr diagnosed it as a corneal ulcer and began treatment. I was treated for several months with a high dosage of antibiotics and other medications. I made regular dr visits up to 2 times a week. I continued treatment from 5/21/03 thru 12/2003. My vision was severely affected and to this date I have very blurred vision and cannot rely on my left eye. The only solution the dr told me to attempt to correct the problem was a corneal transplant. During the above time period I did use bausch and lomb contact solution and practied good hygiene when cleaning my lenses. My contacts were soft disposable lenses. I felt I had to report this incident as the investigations report the earliest finding in asia in 11/2006 and in the us only 109 cases reported as of 04/09/06. I feel I was misdiagnosed in 2003 and in fact had fusarium keratitis and because of its rarity the dr was unable to identify the infection.